Event description:
It was reported that the patient was feeling discomfort at the shaft of his penis with his inflatable penile prosthesis (ipp) because his cylinder was not all the way to the glans. The physician tried filling the implant up but no troubleshooting resolved the issue. The physician removed the cylinder, redilated and replaced the cylinder with longer rear tip extenders (rtes). Upon explant, it was identified that a layer was damaged. The patient is fully recovered.